Event description:
It was reported that routine device interrogation showed oversensing and non-physiologic noise on the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis noted that a lead integrity alert triggered. The programmer data shows one right ventricular (rv) lead integrity alert on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Oversensing was noted with fourteen ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(6) 2012 and (B)(6) 2012. Interference/noise was noted with a ventricular short interval count equal to 6.3 counts avg/day, in 60.71 days, between (B)(6) 2012 and (B)(6) 2012.